Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information was received and confirmed that there was delay in surgery.

Manufacturer narrative:
Product complaint # ==> (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: a1, a2 (dob), b5, d4 (lot, expiration date), d6a, h4, h6 (impact code) if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Lps revision, due to infection.

Manufacturer narrative:
Product complaint (B)(4). B3: date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: lps revision loosening. Infection? The product was not returned to depuy synthes, however a photo was provided for review. See attachment (img_0669.jpeg). Visual inspection of the photo evidence found nothing indicative of a device nonconformance. The photo investigation revealed nothing indicative of a device nonconformance. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was unconfirmed as the observed condition of the lps distal fem comp xsm rt would not contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device m33a63/198714105 number, and no non-conformances /manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device m33a63/198714105 number, and no non-conformances /manufacturing irregularities were identified.